Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output was reported. Date of issue is an approximation. The patient stated their husband woke up to check the patient¿s dexcom and noticed that the patient was showing signs of having low glucose values. It was indicated that the dexcom had not alerted for a low and the patient¿s husband tried to wake the patient but the patient was unresponsive. The patient as injected with ¼ unit of glucagon and recovered. At the time of contact, the patient was doing fine. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed; the test passed. The receiver was tested on the global receiver communication tool and the test passed. A try it test was performed, and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. Confirmation of the allegation could not be confirmed. A probable cause could not be determined.